Event description:
The pt is an 87 y/o admitted with parotitis and cellulitis causing a partial airway obstruction. She was intubated in the emergency dept and placed on a t-tube with humidified oxygen. In preparation for transport, the emergency medical technician converted pt's o2 to a portable set up. As he had done previously (as a paramedic in the field), he placed an oxygen mask adapter on the end of the endotracheal tube after removing the t-piece. He then connected the oxygen tubing to the end of the adapter. This created a closed system of oxygen infusion, resulting in increased intrathoracic pressure and subsequent respiratory arrest.